Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose levels. No troubleshooting was performed due to hipaa guidelines.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.